Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 24, 2009 and june 26, 2009. Evaluation summary: during visual inspection of an infusor, it was observed that the reservoir had separated from the set-cap post. The cause of the separation could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation it was identified that a half day infusor had a reservoir that was separated from the cap post. No additional information is available.